Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. (Other): UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Initial reporter's phone number: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the medical device reprocessing staff identified that the edge of the connecting end of the t15 stardrive screwdriver shaft, where it is designed to fit into the female part, is damged and no longer fits into any quick coupling connection as it is designed to. There is no case of patient involvement. There is 1 device in this complaint thsi report is 1 of 1 for (b)(4.